Event description:
Voluntary medwatch received states the patient's left ventricle lead was explanted due to infection. A replacement system was made. No additional adverse patient effects were reported.